Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b3, d6a, h6. MDR section codes updated/corrected: a, b, e, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the revision reported cannot be confirmed from the information provided but may be the result of joint impingement and pain as reported. Additional reasons for revision may be due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported by the legal brief, patient received a recall notice for his ankle prosthesis manufactured by exactech. Patient alleges he sustained injury after receiving implant. No additional information available.

Manufacturer narrative:
D10 concomitant: (B)(6) 350-02-02 - talar implant sz 2 rt. (B)(6) 350-10-03 - ankle sz 3 locking clip. (B)(6) 350-12-03 - tibial plate fb sz 3 rt. H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.